Manufacturer narrative:
Reported issue- surgeon began placing pin in hip for array placement (non operative hip for da approach). Surgeons stated he barely broke bin when the tip broke off. Patient was x-rayed and tip of pin was removed from the bone. Product inspection - as per the image provided in the communication log , the broken pin can be seen and confirmed. Also the device has been discarded by the hospital. Product history review ¿ review of the device history records indicate (B)(4) were manufactured and accepted into final stock on 03/05/2019. No non-conformances were identified during inspection. Complaint history review - a review of complaints in catsweb and trackwise related to p/n 213527, lot 48100219 shows no additional complaint related to the failure in this investigation. Conclusion ¿ the failure is confirmed via visual inspection of the image provided in the communication log. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. H3 other text : device not returned.

Event description:
Surgeon began placing pin in hip for array placement (non operative hip for da approach). Surgeons stated he barely broke bin when the tip broke off. Patient was x-rayed and tip of pin was removed from the bone. Case type: tha.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Surgeon began placing pin in hip for array placement (non operative hip for da approach). Surgeons stated he barely broke bin when the tip broke off. Patient was x-rayed and tip of pin was removed from the bone. Case type: tha.